Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain") and genital haemorrhage ("heavy bleeding ") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient started essure at an unspecified dose and frequency. On an unknown date, the patient experienced abdominal pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dyspareunia ("pain during intercourse") and dysmenorrhoea ("menstrual pain"). The patient was treated with surgery (partial hysterectomy, both essure coils and fallopian tubes removed on (B)(6) 2011). Essure was withdrawn. At the time of the report, the abdominal pain, genital haemorrhage, back pain and dyspareunia had resolved and the dysmenorrhoea outcome was unknown. The reporter considered abdominal pain, genital haemorrhage, back pain, dyspareunia and dysmenorrhoea to be related to essure. Company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). Approximately 4 months after insertion, essure coils were removed. These events are anticipated in the reference safety information for essure. Abdominal pain and change in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product technical analysis is being sought. No active follow-up is allowed and further information is expected only through litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multi gravida, parity 2 (((B)(6) 1987 and (B)(6) 2010)), spinal operation and urinary retention. On (B)(6) 2010, endovaginal imaging showed probable intrauterine gestation. Lack of embryonic pole suggest possible an embryonic gestation. Recommend follow-up quantitative beta hcg level with repeat pelvic ultrasound is needed. Probable corpus luteum cyst of pregnancy arising from the left ovary. The uterus measures 7.4 x 4.7 x 6.6 cm. The endometrial stripe measures 11.9 mm. Trace free fluid was noted in the cul-de-sac. No fluid is seen in morison's space. A focal fluid collection is seen along the endometrial stripe measuring 0.9 x 1.1 x 0.4 cm. Mean diameter is 0.8 cm. A small nonspecific reflector was seen in the fluid collection. Deci dual reaction is seen about the fluid collection. No definable embryonic pole is noted. Right ovary: the ovary measures 1.8 x 1.4 x 1.2 cm. Ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. No adnexal mass detected. Left ovary: the ovary measures 4.9 x 2.4 x 3.0 cm. Ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. Complex lesion is seen in the left ovary measuring 1.1 x 0.9 x 1.2 cm. This would be consistent with a corpus luteum cyst of pregnancy. No adnexal mass detected. On (B)(6) 2011, essure device in place. (B)(6) 2011, surgical pathological report results included sample received in a formalin filled container labeled patient, bilateral fallopian tubes are three segments of fallopian tubes measuring from 3.0 to 7.0 cm and in diameter from a 4 to 0.5 cm the longer segment is marked with india ink. Extending out of two of the segments of fallopian tubes are silver metal coils. Concurrent conditions included nickel sensitivity, penicillin allergy, drug allergy and topical adhesive allergy. Family history included diabetes (mother). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), anger ("chronically angry /angry all the time") and nausea ("nausea"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2010, the patient experienced procedural pain ("pain at essure placement") and post procedural discomfort ("discomfort at placement"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash, mood altered ("excessively moody") and adnexa uteri pain ("fallopian tube area pain"). The patient was treated with surgery (laparoscopic salpingectomy with removal of bilaterally essure devices). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, genital haemorrhage, back pain, dyspareunia, dysmenorrhoea and adnexa uteri pain had resolved, the anger, nausea and mood altered was resolving and the allergy to metals, procedural pain, post procedural discomfort and pelvic pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, anger, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, mood altered, nausea, pelvic pain, post procedural discomfort and procedural pain to be related to essure. The reporter commented: at dispotion, she was in good condition and having tolerated the procedure well. She self treated back pain/ pain/ abdominal pain with heating pads. This woman has had chronic bilateral pelvic pain since essure tubal occlusion was done. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 30-jun-2020: pfs received: event was added- pelvic pain and reporter added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("severe abdominal pain/ pain") and genital haemorrhage ("heavy bleeding ") in a (B)(6) year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's past medical history included multi gravida, parity 2 (((B)(6) 1987 and (B)(6) 2010).), spinal operation and urinary retention. Concurrent conditions included nickel sensitivity, penicillin allergy, drug allergy and topical adhesive allergy. Family history included diabetes (mother). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), anger ("chronically angry") and nausea ("nausea"). On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced procedural pain ("pain at essure placement") and post procedural discomfort ("discomfort at placement"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash, mood altered ("excessively moody") and pelvic pain ("fallopian tube area pain"). The patient was treated with surgery (laparoscopic salpingectomy with removal of bilaterally essure devices). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, genital haemorrhage, back pain, dyspareunia, dysmenorrhoea and pelvic pain had resolved and the anger, nausea, allergy to metals, mood altered, procedural pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, allergy to metals, anger, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, mood altered, nausea, pelvic pain, post procedural discomfort and procedural pain to be related to essure. The reporter commented: at dispotion, she was in good condition and having tolerated the procedure well. She self treated back pain/ pain/ abdominal pain with heating pads. This woman has had chronic bilateral pelvic pain since essure tubal occlusion was done. Diagnostic results: on (B)(6) 2010, endovaginal imaging showed probable intrauterine gestation. Lack of embryonic pole suggest possible an embryonic gestation. Recommend follow-up quantitative beta hcg level with repeat pelvic ultrasound is needed. Probable corpus luteum cyst of pregnancy arising from the left ovary. The uterus measures 7.4 x 4.7 x 6.6 cm. The endometrial stripe measures 11.9 mm. Trace free fluid was noted in the cul-de-sac. No fluid is seen in morison's space. A focal fluid collection is seen along the endometrial stripe measuring 0.9 x 1.1 x 0.4 cm. Mean diameter is 0.8 cm. A small nonspecific reflector was seen in the fluid collection. Deci dual reaction is seen about the fluid collection. No definable embryonic pole is noted. Right ovary: the ovary measures 1.8 x 1.4 x 1.2 cm. Ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. No adnexal mass detected. Left ovary: the ovary measures 4.9 x 2.4 x 3.0 cm.ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. Complex lesion is seen in the left ovary measuring 1.1 x 0.9 x 1.2 cm. This would be consistent with a corpus luteum cyst of pregnancy. No adnexal mass detected.on (B)(6) 2011, essure device in place (B)(6) 2011, surgical pathological report results included sample received in a formalin filled container labeled patient, bilateral fallopian tubes are three segments of fallopian tubes measuring from 3.0 to 7.0 cm and in diameter from a 4 to 0.5 cm the longer segment is marked with india ink. Extending out of two of the segments of fallopian tubes are silver metal coils quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 12-feb-2018: events added per pfs: hormonal changes (excessively moody), allergic or hypersensitivity reaction (rash across lower abdomen), psychological or psychiatric problems (angry all the time), rashes or skin conditions (rash across lower abdomen), nausea, nickel allergy, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse) and fallopian tube area pain, she did not undergo essure confirmation test. Medical history, lab data added.essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident : no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2017: quality safety evaluation of ptc company causality comment: this spontaneous case report refers to a female consumer who had essure (fallopian tube occlusion inserts) inserted and experienced severe abdominal pain and heavy bleeding (seen as genital bleeding). Approximately 4 months after insertion, essure coils were removed. These events are anticipated in the reference safety information for essure. Abdominal pain and change in bleeding pattern, including heavy and unscheduled bleedings, may occur within consumers under essure use. Thus, based on a positive temporal relationship and lack of alternative explanation, causality between these events and suspect insert cannot be excluded. This case was regarded as incident since intervention was required (device removal was required). Other nonserious events were reported. A product quality defect could not be confirmed but is considered plausible. However, the reported medical events are not indicative of a quality deficit per se. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ pain') in a 44-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multi gravida, parity 2 ((B)(6)1987 and (B)(6)2010).), spinal operation and urinary retention. Concurrent conditions included nickel sensitivity, penicillin allergy, drug allergy and topical adhesive allergy. Family history included diabetes (mother). In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), anger ("chronically angry") and nausea ("nausea"). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced procedural pain ("pain at essure placement") and post procedural discomfort ("discomfort at placement"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash, mood altered ("excessively moody") and adnexa uteri pain ("fallopian tube area pain"). The patient was treated with surgery (laparoscopic salpingectomy with removal of bilaterally essure devices). Essure was removed on(B)(6)2011. At the time of the report, the abdominal pain, genital haemorrhage, back pain, dyspareunia, dysmenorrhoea and adnexa uteri pain had resolved, the anger, nausea and mood altered was resolving and the allergy to metals, procedural pain and post procedural discomfort outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, anger, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, mood altered, nausea, post procedural discomfort and procedural pain to be related to essure. The reporter commented: at dispotion, she was in good condition and having tolerated the procedure well. She self treated back pain/ pain/ abdominal pain with heating pads. This woman has had chronic bilateral pelvic pain since essure tubal occlusion was done. Diagnostic results: on (B)(6)2010, endovaginal imaging showed probable intrauterine gestation. Lack of embryonic pole suggest possible an embryonic gestation. Recommend follow-up quantitative beta hcg level with repeat pelvic ultrasound is needed. Probable corpus luteum cyst of pregnancy arising from the left ovary. The uterus measures 7.4 x 4.7 x 6.6 cm. The endometrial stripe measures 11.9 mm. Trace free fluid was noted in the cul-de-sac. No fluid is seen in morison's space. A focal fluid collection is seen along the endometrial stripe measuring 0.9 x 1.1 x 0.4 cm. Mean diameter is 0.8 cm. A small nonspecific reflector was seen in the fluid collection. Deci dual reaction is seen about the fluid collection. No definable embryonic pole is noted. Right ovary: the ovary measures 1.8 x 1.4 x 1.2 cm. Ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. No adnexal mass detected. Left ovary: the ovary measures 4.9 x 2.4 x 3.0 cm. Ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. Complex lesion is seen in the left ovary measuring 1.1 x 0.9 x 1.2 cm. This would be consistent with a corpus luteum cyst of pregnancy. No adnexal mass detected. On (B)(6)2011, essure device in place (B)(6)2011, surgical pathological report results included sample received in a formalin filled container labeled patient, bilateral fallopian tubes are three segments of fallopian tubes measuring from 3.0 to 7.0 cm and in diameter from a 4 to 0.5 cm the longer segment is marked with india ink. Extending out of two of the segments of fallopian tubes are silver metal coils quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 3-feb-2020: pfs received. Reporters information added.eevnt outcome were updated to recovering: chronic anger, nausea , cramping, excessive moodiness were added.event: genital hemorrhage seriousness criteria removed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ('severe abdominal pain/ pain') in a 44-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". The patient's medical history included multi gravida, parity 2 (((B)(6) 1987 and (B)(6) 2010).), spinal operation and urinary retention. *on (B)(6) 2010, endovaginal imaging showed probable intrauterine gestation. Lack of embryonic pole suggest possible an embryonic gestation. Recommend follow-up quantitative beta hcg level with repeat pelvic ultrasound is needed. Probable corpus luteum cyst of pregnancy arising from the left ovary. The uterus measures 7.4 x 4.7 x 6.6 cm. The endometrial stripe measures 11.9 mm. Trace free fluid was noted in the cul-de-sac. No fluid is seen in morison's space. A focal fluid collection is seen along the endometrial stripe measuring 0.9 x 1.1 x 0.4 cm. Mean diameter is 0.8 cm. A small nonspecific reflector was seen in the fluid collection. Deci dual reaction is seen about the fluid collection. No definable embryonic pole is noted. Right ovary: the ovary measures 1.8 x 1.4 x 1.2 cm. Ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. No adnexal mass detected. Left ovary: the ovary measures 4.9 x 2.4 x 3.0 cm. Ovarian morphology is normal. Arterial and venous flow was noted in the ovary on spectral and color doppler evaluation. Complex lesion is seen in the left ovary measuring 1.1 x 0.9 x 1.2 cm. This would be consistent with a corpus luteum cyst of pregnancy. No adnexal mass detected. On (B)(6) -2011, essure device in place. (B)(6) 2011, surgical pathological report results included sample received in a formalin filled container labeled patient, bilateral fallopian tubes are three segments of fallopian tubes measuring from 3.0 to 7.0 cm and in diameter from a 4 to 0.5 cm the longer segment is marked with india ink. Extending out of two of the segments of fallopian tubes are silver metal coils. Concurrent conditions included nickel sensitivity, penicillin allergy, drug allergy and topical adhesive allergy. Family history included diabetes (mother). On (B)(6) 2010, the patient had essure inserted. In 2010, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("menstrual pain/ dysmenorrhea (cramping)"), anger ("chronically angry /angry all the time") and nausea ("nausea"). In (B)(6) 2010, the patient experienced pelvic pain ("pelvic pain"). On (B)(6) 2010, the patient experienced procedural pain ("pain at essure placement") and post procedural discomfort ("discomfort at placement"). On an unknown date, the patient experienced genital haemorrhage ("heavy bleeding"), back pain ("severe back pain"), dyspareunia ("pain during intercourse/ dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy") with rash, mood altered ("excessively moody") and adnexa uteri pain ("fallopian tube area pain"). The patient was treated with surgery (laparoscopic salpingectomy with removal of bilaterally essure devices). Essure was removed on (B)(6) 2011. At the time of the report, the abdominal pain, genital haemorrhage, back pain, dyspareunia, dysmenorrhoea and adnexa uteri pain had resolved, the anger, nausea and mood altered was resolving and the allergy to metals, procedural pain, post procedural discomfort and pelvic pain outcome was unknown. The reporter considered abdominal pain, adnexa uteri pain, allergy to metals, anger, back pain, dysmenorrhoea, dyspareunia, genital haemorrhage, mood altered, nausea, pelvic pain, post procedural discomfort and procedural pain to be related to essure. The reporter commented: at dispotion, she was in good condition and having tolerated the procedure well. She self treated back pain/ pain/ abdominal pain with heating pads. This woman has had chronic bilateral pelvic pain since essure tubal occlusion was done. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.